Event description:
It was reported that the (B)(6) did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 43mg/dl. The customer consumed carbohydrates to address bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.